Manufacturer narrative:
The pump user guide states: if you start to program a bolus, but do not complete the request within 90 seconds, the incomplete bolus alert occurs. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 509 mg/dl. Reportedly, the customer received an incomplete bolus alert after delivering a bolus. Bg was addressed via a correction bolus. The customer was instructed to consult with healthcare provider regarding bg level.